Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00681: case 1, 3025141-2019-00682: case 2, 3025141-2019-00683: case 3, 3025141-2019-00684: case 4, 3025141-2019-00685: case 5, 3025141-2019-00686: case 6, 3025141-2019-00687: case 7, 3025141-2019-00688: case 8, 3025141-2019-00689: case 9, 3025141-2019-00690: case 10, 3025141-2019-00691: case 11, 3025141-2019-00692: case 12.

Event description:
Article: anatomic locking plate and coracoclavicular stabilization with suture endo-button technique is superior in the treatment of need type ii distal clavicle fractures; seyhan, mustafa; kocaoglu, baris; kiyak, gorkem; gereli, arel; turkmen, metin; eur j orthop surg traumatol (2015) 25:827-832. Case 13: patient's broken clavicle was treated by implanting an acumed locking distal clavicle plate. Patient experienced superficial wound infection that were treated successfully with antibiotics.